Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. The analyst noted no tissue on the helix at time of analysis. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was high threshold and dislodgement on the right ventricular (rv) lead. The lead was explanted and replaced. No patient complications have been reported as a result of this event.